Event description:
It was reported that a patient underwent an x-stop procedure. Six months post-operative, the x-stop device was removed due to recurrence of symptoms and decompression surgery was performed. It was noted that the x-stop device was functioning as intended prior to recurrence of symptoms. The patient was reported to be fine. No further information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.